Event description:
In 2001 the end-user called disetronic, sweden and stated that the luer lock of end-user's infusion set had cracked. The end-user was hospitalized with a ketoacidosis. On april 2, 2001 maersk medical received the complaint and 1 used infusion set. The incident took place in sweden.